Manufacturer narrative:
This report is submitted on 7 july 2020.

Event description:
Per the clinic, the patient experienced skin breakdown at implant site and was treated with antibiotics. The implanted device remains.